Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was found to be dislodged. It was attempted to replace it, but it had to be repositioned instead; primarily due to tortuosity. Echo was done in lab: a small pericardial effusion anteriorly, nothing posteriorly. The patient tolerated the revision well. With maneuvering of the lv lead, it did capture at the end of procedure in a unipolar config and increased outputs. This is all of the information that was provided to us. Should additional information become available, this event will be updated.